Event description:
It was reported by repair work order that the siderail would not latch into position due to a damaged carrier. It was also reported that the power inlet and fuses were damaged. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.